Event description:
Hcp reported via annual device tracking registration form "replaced migrated intrathecal catheter" the device was explanted but not returned to the MFR for analysis. A f/u report will be sent when additional info is rec'd.